Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no similar incidents reported. All available information was investigated, and a definitive cause for the partial clip movement and gradient increase could not be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement and mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and gradient of 2mmhg. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After deployment, the clip showed mobility and gradient increased to 4-6mmhg. Two clips were deployed on each side of the first clip to stabilize and secure the clip. After the last clip was implanted, the gradient was noted to be 10mmhg. Three clips were implanted, reducing mr to 2. The following day, the mr grade was reduced to 1 and the gradient was 6mmhg. No additional information was provided.